Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent a revision surgery on (B)(6) 2017. It was reported that the patient experienced undisclosed injuries. The patient had a previous mesh implanted on (B)(6) 2013 which is captured in a separate file. No additional information was provided.